Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in an adult female patient who had essure (batch no. 624475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's concurrent conditions included overweight, dysuria, allergic rhinitis, streptococcal sore throat, palpitation, anxiety, depressed mood, female infertility, right lower quadrant pain, left lower quadrant pain, painful intercourse and suprapubic pain. Concomitant products included nsaids and paracetamol (acetaminophen). In (B)(6) 2007, the patient experienced heavy menstrual bleeding ("abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition/gastrointestinal or digestive system condition type:"). In 2008, the patient experienced nausea ("nausea/nausea"). In (B)(6) 2008, the patient experienced dysuria ("infection/infection describe: dysuria"). In 2009, the patient experienced eye disorder ("vision/eye problems/vision/eye problems type:") and alopecia ("hair loss/hair loss"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes : mood swings") and fatigue ("fatigue/fatigue"). In (B)(6) 2011, the patient experienced migraine ("migraines/headaches/migraines/migraine/headache") and headache ("migraines / headaches/migraine/headache"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problem:depression") and anxiety ("psychological or psychiatric problem:anxiety"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain") and visual impairment ("vision/eye problems type:"). The patient was treated with antibiotics and naproxen. Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, migraine, menstrual disorder, mood swings, dysuria, headache, nausea, eye disorder, fatigue, weight increased, gastrointestinal disorder, alopecia, heavy menstrual bleeding, vaginal haemorrhage, abdominal pain, visual impairment, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysuria, eye disorder, fatigue, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, menstrual disorder, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Current weight (B)(6) lbs. 4 coils were noted on the left, 2 coils on the patient's right. Patient received the treatment for the pain and bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: pelvic pain, menorrhagia ,nausea, headache, migraine, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-may-2021: mr received- no new clinically significant information was received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.